Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reported an itchy open and weepy rash under the tape collar perimeter at 3 o'clock and 12 o'clock for the past few months. End user saw her dermatologist who diagnosed an allergic reaction of the tape collar and prescribed luxiq foam topically for the peristomal skin. End user reports that the rash is persisting and migrates to various locations under the tape collar portion. End user was advised to follow up with her primary care physician if the issue continues.